Event description:
It was reported the patient had turned off the stimulation because she had an issue with fractured leads from a fall in the past; she had tripped over a baby gate. One of the leads had fractured and the health care provider did a lead revision to fix it on (B)(6) 2010. She had a loss of therapeutic effect. She barely felt the stimulation, even with it all the way "cranked up." Her symptoms of urgency frequency returned and she randomly felt something even though the stimulation was turned off. Around (B)(6) 2012, she noticed the change in her symptom relief and random sensation. There were no recent falls or trauma. She felt the random sensation in her "butt," but did not remember which side. The sensation was not constant, but completely random. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a lack of stimulation. It was stated, the patient did not understand the use of the programmer and was retaught how to change programs. It was stated that the patient was reprogrammed on (B)(6) 2012 and felt simulation on each program. No hospitalization was associated with this event. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v526900, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).